Manufacturer narrative:
Batch review performed on 03/25/2015: lot 050070: (B)(4) liners produced and released on 08/17/2005. No anomalies found. To date, all the items have been sold without any similar issue reported. The liner has been received back and not inspected yet. A follow up will be submitted with the outcomes of the analysis. The ceramic ball head - manufactured by (B)(4) and not marketed in the USA - broke during the revision surgery and was not sent back: info received on 03/26/2015.

Event description:
(B)(4).